Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms causing a lead safety switch that changed the polarity from bipolar to unipolar. Review found that the impedance measurement was in the 600 to 700 ohm range with an acute change to greater than 3000 ohms. Further review found that there was noise on the ra channel. Some of the noise was due to minute ventilation oversensing, other noise appeared to be true noise that was due a potential fracture. It was stated that the noise post lss, was likely due to the lead being in unipolar configuration. An x-ray was taken which was inconclusive. The physician believed that the ring conductor may be fractured, however it was not conclusively determined. A revision procedure would be scheduled. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. It was also noted that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms causing a lead safety switch that changed the polarity from bipolar to unipolar. Review found that the impedance measurement was in the 600 to 700 ohm range with an acute change to greater than 3000 ohms. Further review found that there was noise on the ra channel. Some of the noise was due to minute ventilation oversensing, other noise appeared to be true noise that was due a potential fracture. It was stated that the noise post lss, was likely due to the lead being in unipolar configuration. An x-ray was taken which was inconclusive. The physician believed that the ring conductor may be fractured, however it was not conclusively determined. A revision procedure would be scheduled. The pacemaker and ra lead remain in service and no adverse patient effects were reported.